Event description:
It was reported the single use ligating device polyloop was defective wherein the polyloop yellow slider was not sliding properly to close loop seemed to get stuck on sheath. The issue occurred during and unknown colonoscopy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.